Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The occlusion and prime tests could not be performed due to the loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, and a broken belt clip slot.

Event description:
Customer called to report the insulin pump alarmed during the manual prime process and that insulin was squirting out. Blood glucose reading at the time was 160 mg/dl. Customer mentioned that the insulin pump is stuck in the rewind and bolus loop. Troubleshooting was performed. The drive support cap was found to be protruded. Advised to discontinue using the insulin pump. The insulin pump will be replaced. Nothing further reported.